Manufacturer narrative:
Unit power up properly after battery installation. Unit received with normal operating currents and no unexpected off no power, battery out limit, low battery or failed battery test alarms noted. Unit primed properly. No prime fill anomaly noted. No excessive no delivery alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime a33 test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a no delivery alarm. Customer had high blood glucose of 30.0 mmol/l. Customer declined troubleshooting and requested for insulin pump to be replaced.